Event description:
A customer reported that following an intraocular lens (iol) implant procedure, a patient is experiencing double vision, is unable to read, and shadowing. Additional information was received from the surgeon stating the patient is not experiencing double vision, shadowing and is unable to read. He stated the patient has 'perfect' distance vision, but is experiencing diplopia at near. He stated the lens is well centered.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unknown cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated it is unknown which was used in the cartridge. The product investigation could not identify a root cause. The surgeon stated monocular diplopia at near. Lens is well-centered. The patient stated "perfect" distance vision. (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) # 3 is being filed to correct the date on the prior filed initial/supplemental report. Incorrect date of 06/22/2015 is being corrected to 07/14/2015. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned, the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and e-mail. A completed questionnaire was received on 04/16/2015. (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon stating the patient is complaining of blurring and double vision at near. The patient is able to read with correction, however, the blurring and diplopia is still occurring. Normal distance vision is clear.